Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: hyperion 6f jr4. (B)(4). The device was not returned for evaluation. In this case, it is likely that the balloon interacted with the mildly calcified and 75% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the nc traveler rx, instruction for use, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion located in the mid right coronary artery (rca) with no tortuosity and mild calcification that was 75% stenosed. Resistance was not felt during the advancement of the 2.75 x 15 mm nc traveler rx balloon dilatation catheter (bdc); however, the balloon ruptured during the first inflation at 12 atmospheres held for 30 seconds. It was reported that the bdc had been prepped (air aspiration) inside the anatomy. An unspecified bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay reported in the procedure. No additional information was provided.